Event description:
As reported through the partners iib clinical trial, the patient reported recurrent dyspnea at rest 17 months post tavr. The echocardiograms performed at tavr discharge, 30 days and one year post tavr noted severe paravalvular regurgitation and moderate transvalvular aortic regurgitation. At the time of the event, the electrocardiogram showed a paced rhythm at a rate of 80 to 86 beats per minute with no acute st-segment changes noted. The chest x-ray showed chronic bilateral infiltrates. During this event, the patient¿s medications were adjusted: torsemide decreased to 40 mg per day, her ace inhibitors were discontinued and xanax was added for anxiety and to help the patient sleep. There was no treatment noted for the pvl or aortic regurgitation.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak and congestive heart failure are known potential complications associated with the tavr procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Conditions that can cause or contribute to the exacerbation of the chf are cad, mi, cardiomyopathy, htn, thyroid disease, kidney disease, diabetes. In this case, the exact cause of the reported event cannot be confirmed. The severe pvl and moderate aortic regurgitation were noted to be the same at discharge and at the patient¿s 30 day and 1 year follow-up visits. It is possible the patient¿s underlying comorbidities (e.g. Existing chf and extensive cad) may have contributed to this event. There is no indication that the event was related to the function of the device. The device is not available for evaluation, as it remains implanted in the patient. However, there was no allegation of device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.